Event description:
The manufacturer received information alleging a ventilator would not powered on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator would not powered on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Previously submitted report was incorrect, it should be: the device's display board needs to be replaced to address the issue.